Event description:
It was reported that the customer's insulin pump alarmed motor error. The caller also mentioned that the device alarmed no delivery during the basal/bolus/fixed prime delivery. Programmed 5 units and insulin did exit without any alarms. Advised the mother that we could test that the device alerts when it should since the mother felt that they lately had to give double the amount of insulin than usually. Instructed the customer to call us back when the tubing clamp arrives to continue testing. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.